Event description:
This notification was opened to review a dreamstation auto CPAP device following an allegation of a burning smell. Upon inspection, traces and smell of a burnt pca were confirmed. The device required a rohs auto CPAP pca replacement. There was no allegation of patient harm/injury. During the evaluation of the device, the service technician confirmed the customers complaint of burning smell. The device was disinfected and the pca was replaced on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.